Manufacturer narrative:
Concomitant medical products: 6935m55 lead, implanted: (B)(6) 2014, dtma1qq crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited rising threshold and the patient experienced diaphragmatic stimulation and phrenic nerve stimulation. It was noted this may have been due to a fall the patient had. The lead was programmed off after troubleshooting was performed. No further patient complications have been reported as a result of this event.